Event description:
Physician suturing with 3-0 silk on left abdominal wall from the left, needle tip broke and was retained in the abdomen.health professional's impression:3-0 silk pops off on taper needle; may have been torque related to the way the physician was suturing.